Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. When inserting a guide wire after transseptal puncture was performed, mild pericardial effusion was confirmed. However, the procedure was continued. There were signs that the patient¿s blood pressure decreased from the time ablation was conducted after the pre-map was created. The procedure was completed as it was; however, the patient¿s blood pressure did not improve, and pericardial drainage was performed. When the patient left the room, the patient¿s blood pressure was normal, and the patient was followed-up in the critical care unit (ccu). The patient improved. Atrial septal puncture was performed. Ablation was not performed before pericardial effusion was confirmed. The physician believed there was no causal relationship with the product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31386751l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).